Event description:
It was reported that the caller experienced an issue with the pump time being incorrect, with the discrepancy exceeding five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring the situation, with a follow-up recommended if the issue recurs. The caller understood and acknowledged the instructions.